Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was reviewed from the memory log and found that while implanted, this device recorded an fc1003 without other suspicious faults or resets that were noted. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Based on the battery depletion curves (no indications of intermittency) and no faults other than fc1003, the failure mode is consistent with normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, this device reached elective replacement indicator (eri) and remote monitoring was disabled. Device was submitted for engineering analysis which resulted that this device have confirmed to reached eri and end of life (eol). Due to the short time between eri and eol, it is likely the device was depleting much faster than expected, and prompt replacement is recommended. Additional information received which indicated that the reason the fc 1003 was triggered due to accelerated battery depletion/voltage. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, this device reached elective replacement indicator (eri) and remote monitoring was disabled. Device was submitted for engineering analysis which resulted that this device have confirmed to reached eri and end of life (eol). Due to the short time between eri and eol, it is likely the device was depleting much faster than expected, and prompt replacement is recommended. Additional information received which indicated that the reason the fc 1003 was triggered due to accelerated battery depletion/voltage. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, this device reached elective replacement indicator (eri) and remote monitoring was disabled. Device was submitted for engineering analysis which resulted that this device have confirmed to reached eri and end of life (eol). Due to the short time between eri and eol, it is likely the device was depleting much faster than expected, and prompt replacement is recommended. Additional information received which indicated that the reason the fc 1003 was triggered due to accelerated battery depletion/voltage. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.